Manufacturer narrative:
Concomitant medical products: product ID: dtma1qq crt-d, 5076-52 lead, 459888 lead, and 6935m62 lead, implanted: (B)(6) 2020. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited poor mechanical connections in the power ports due to bent pins. The controller was ex changed by the patient at home. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion . Product event summary: the controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed bent pins within power port one . The bent pins did not allow a power source to properly connect to the controller. As a result, the reported event was confirmed. Additionally, visual inspection revealed contamination within both power ports, the serial port, and the pump connector. This is an additional observation not related to the reported event, likely due to the handling of the device. Log file analysis revealed two controller power-up events, with an associated motor start event, logged on 05-feb-2022 at 14:44:34 and 14:44:53, as well as a controller power-up event, with an associated motor start event, on 09-feb-2022 at 08:24:32, indicating losses of power to the controller. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one with 36% relative state of charge (rsoc) and a power adapter was connected to power port two. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. The data point prior to the second loss of power revealed that a power adapter was connected to power port one and (B)(6) was connected to power port two with 95% rsoc. The data point recorded after the second loss of power revealed that no power source was connected to power port one and (B)(6) was connected to power port two . No anomalies were observed leading up to the losses of power. The controller was without power for a maximum of 36 seconds and 17 seconds, respectively. A possible root cause of the observed losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.